Manufacturer narrative:
(B)(4). Date sent: 10/24/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, air leaked out of the trocar. When the trocar was disassembled, it was found that the rubber seal had become worn out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12lt device was received with no apparent damage. Upon evaluation of the sleeve the duckbill wads found partially out of position. However, it is known from the history of the device that the condition of the duckbill partially out of position may lead to insufflation issue. No conclusion could be reached as to what might have caused the duckbill out of position. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024.